Event description:
The patient reported that their implantable pulse generator (ipg) was ¿moving by their shoulder¿ and the area around it was black. Follow up was conducted and the patient has not been seen by their physician. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).